Manufacturer narrative:
Failure analysis revealed that the insulin pump had constant failed battery alarm due corroded battery tube. Unable to verify an error alarm, lost sensor alarm and blood glucose meter communication anomaly due to failed battery test. No unexpected an error alarm noted during testing. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.

Event description:
Customer reported receiving error alarms on the insulin pump. She also reported that the screen freezes after a battery change and that a new battery cap had not resolved the issue. The blood glucose reading was 216 mg/dl. The insulin pump passed the self test. She reported that the sensor reading was 150 mg/dl. She also reported that the blood glucose had gone down to 57 mg/dl without the insulin pump alarming. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.